Event description:
It was reported that intra-op, nim vital was not recording responses when stimulating directly on the nerve. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: for product ID: nim4cpb1 , patient interface nim4cpb1 nim 4.0 serial/lot #: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: report source foreign was ticked in error. The event country is USA. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found knob on eic pcba was bent and broken. For product ID: nim4cpb1 , patient interface nim4cpb1 nim 4.0 serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis found that main pcba failure. For product ID: nim4cpb1 , patient interface nim4cpb1 nim 4.0 serial/lot #: (B)(6), UDI#: (B)(4), h3: product analysis found no fault with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, nim vital was not recording responses when stimulating directly on the nerve. Stimulation and threshold was sent to 1ma and 100 respectively. Muscle relaxant was used. Same device was used to complete the procedure. There was no patient impact.